Event description:
A 49 year lod male outpatient was having angioplasty with a balloon in the cath lab preparatory to attempted placement of a biliary stent. A balloon labeled 2cm in length was used. When it was deployed and inflated, there was an abrupt closure of the saphenous graft to the circumflex artery. The pt had to be transported to operating room for emergency bypass grafting. The balloon length appears to be 4 cm.